Event description:
Chest/thorax mesh placed when ribs resected for a pnet/sarcoma in (B)(6) 1989. In (B)(6) 2016, experienced severe pain, burning/stabbing in right thorax area. Went to ER CT, MRI, pet scans performed along with multiple labs. Became septic and admitted. Cardio thoracic surgeon operated beginning of (B)(6) 2016. Found no cancer but a large infection - he drained, removed and scraped the area leaving a large open wound the size of baseball. The wound did not heal, requiring wound vac, hyperbaric chamber, daily dressing changes and ultimately another major 10 hour surgery to reconstruct area. Omentum removed and reattached in axillary area, more ribs resected along with mesh and infection. (Out of work for 6 months due to this). Have there been any other complaints re chest mesh from 1989?